Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced two infusion sets leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for one day. No further information available.